Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, it was noticed that the filter was allegedly unable to expand. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two fluoroscopic video was provided and reviewed. The first video shows the insertion of the ivc filter. The tip of the filter and proximal aspect appear to expand correctly. The barbed legs appear overlapping and do not expand correctly. A completion venagram indicates multiple unexpanded legs. The second video is a completion angiogram demonstrating the filter in the correct location within the vena cava and centered. At least two of the legs appear to be crossing. Therefore, the investigation is confirmed for the reported activation failure including expansion failures as legs were not expand correctly. A definitive root cause for the reported activation failure including expansion failures could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, it was noticed that the filter was allegedly unable to expand. The procedure was completed using another device. There was no reported patient injury.